Manufacturer narrative:
An event of perforation of vessels, low blood pressure/hypotension, cardiac perforation, and pericardial effusion lead to cardiac tamponade was reported. Information received from the field that after 1 hours of post procedure, the patient had hypotension, and a pericardial effusion was seen near the left ventricle on transthoracic echocardiogram (tte) , which lead to cardiac tamponade . The pericardial effusion was drained via pericardiocentesis, and approximately 200ml was drained. The patient still exhibited symptoms so they were brought to surgery which revealed a perforated pulmonary artery and left atrial appendage. Both perforations were successfully surgically repaired. The patient was reported as stable. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2023, a 28mm amplatzer amulet left atrial appendage (laa) occluder was chosen for implant utilizing 14f amplatzer torqvue 45x45 delivery sheath. Prior to procedure, there was no pericardial effusion present. During the procedure, there was one partial recapture of the device before it was successfully implanted. Heparin was administered during the procedure. There was no pericardial effusion noted immediately after procedure. Approximately one hour post procedure, the patient had hypotension, and a pericardial effusion was seen near the left ventricle on transthoracic echocardiogram (tte) , which lead to cardiac tamponade . The pericardial effusion was drained via pericardiocentesis, and approximately 200ml was drained. The patient still exhibited symptoms so they were brought to surgery which revealed a perforated pulmonary artery and left atrial appendage. Both perforations were successfully surgically repaired. The patient was reported as stable. It was unknown if the pericardial effusion was caused by the amulet occluder or the catheter.